Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgical oncologist placed the powered stapler deep into pelvis for the distal colon resection during a low anterior resection. The reload was fully articulated and the tissue extremely thick. When the stapler was closed on tissue the powered stapler indicated extreme tissue thickness. The surgeon waited 30 seconds, open and closed the stapler to clamp back down on the stapler. Once the stapler was ¿fired¿ the reload elbow ¿blew out¿ from the frame. The stapler stopped and did not fire. The surgeon opened the reload and noticed the malformed elbow on the reload. A new adapter was used to resolve the issue. There was no patient injury.